Manufacturer narrative:
(B)(4). Final analysis of the pump reported s2 corrosion or s2 corrosion with mechanical wear. Residue and shaft wear was seen on the upper shaft of gear two, also residue was in the upper bridge jewel of gear two. A slight amount of residue was seen on the lower shaft, and in its lower bridge jewel, of the rotor magnet. Logs showed pump was received stalled and it also stalled during the constant load device test.

Event description:
The pump was returned for disposal. No info was provided as regards to reason for removal.